Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their hemoglobin a1c results. The complaint was classified based on the call recording which the medical surveillance specialist (mss) listened to. The patient stated that the alleged inaccuracy began on approximately (B)(6) 2017. Since then the patient had obtained blood glucose results of ¿153, 160, 157, 169, 171 and 177mg/dl¿ with the subject meter which they felt was inaccurately high compared to their hemoglobin a1c result of 6.3. Lfs does not consider this to be a valid comparison. The patient manages their diabetes with metformin (2000mg per day) and an unspecified dosage of victoza. In response to the alleged product issue the patient visited their doctor¿s office on (B)(6) 2017 where their doctor increased their metformin dosage by an unspecified amount. An unspecified period of time after this the patient developed symptoms of ¿sick, nauseous and couldn't walk or stand up¿. In response to these symptoms the patient called the emergency medical services (ems) and was taken to hospital. It is not known whether the patient¿s blood glucose was tested at this point, but the patient informed the cca that the doctor in the hospital stopped their medication regimen and kept them in overnight for observation. The patient was released the next day and was put on a new medication regimen of ¿half¿ of what they used to take. At the time of troubleshooting the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of diabetes medication(s) based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.